Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low results for cartridge chemistries generated by the unicel dxc 600 pro synchron clinical system. The erroneous results were not reported outside of the laboratory. The customer declined to provide patient information or results. There was no affect to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that qc before the event had been acceptable. A field service engineer (fse) called the customer on (B)(4) 2010 and per customer, the system was operating acceptably. The laboratory could not duplicate the problem. The customer ran full set of controls and patient samples and results were acceptable.